Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2024, the patient was rushed to the emergency room because of inaccurate readings. However, upon inquiring about additional details of the event, the patient stated she was unable to recall any details due to the lapse in time and refused to provide any further information. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.